Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR could not be completed because no serial number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump had not infused. They stated that the "medication was not moving through the tubing". Mmdg followed up with the initial reporter, who stated that the patient had not had any adverse effects but that they did not have any additional information regarding the complaint. (B)(4).